Event description:
It was reported that the patients right ventricular (rv) lead triggered a lead integrity alert (lia) due to multiple high rate non-sustained episodes, increased sensing integrity counter (sic), and oversensing noise. Additionally the rv lead was also noted to display some threshold variability. The right atrial (ra) lead exhibited oversensing on some vf episodes. Also noted was the cardiac resynchronization therapy defibrillator (crt-d) exhibited some episodes where all therapies had failed and the device was unable to convert the patient's arrhythmia. The device and leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.